Event description:
Boston scientific received information that during the implant procedure this implantable cardioverter (ICD) displayed high out of range pacing impedance measurements. The associated right ventricular (rv) lead was connected to previous device and normal impedance measurements were observed. The physician then tried using a new ICD, but once again high out of range pacing impedance measurements were observed. The decision was made to program high rate and high pacing output, which resulted in normal pacing impedance measurements. The physician is questioning why this occurred. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegation was not confirmed through analysis.